Manufacturer narrative:
(B)(4). A visual inspection of the return item was performed and it was found to exhibit signs of repeated use and have two of the components disassembled / missing. The components were not returned. DHR was reviewed and no discrepancies related to the reported event were found. Investigation results concluded that the reported event is due to a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported on a worn instrument form that a tasp shim was returned due to missing bearings. Attempts have been made and no further information has been provided.